Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was found unconscious and a review of the device data was requested as there may have been oversensing of atrial fibrillation (af). A review of the device data identified very sensing measurements. The caller did not have further details on the reported episode. No adverse patient effects were reported.